Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested (B)(6) for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with a non-olympus automated endscope reprocessor, wassenburg, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
Regarding this event, olympus medical systems corp. (Omsc) submitted the initial MDR (# 8010047-2018-00818). After that, on (B)(4) 2018 omsc informed from the user facility that it was not detected any microbes from the subject device. Therefore, omsc retracted the MDR (# 8010047-2018-00818).